Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi. 8015 unit. Customer ken called in for help on 8015 unit has error code 120-4610 which is the processor on the unit running to low. Will need to replace main battery first and if that does not resolve the issue he is looking at the power supply board and could lead to the mian board on the unit.